Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this transvenous defibrillation lead exhibited increased shock impedances with the new device. Technical services (ts) discussed several troubleshooting options, which were not successful. The physician elected to replace the device. High shock impedances were again noted with the next device, thus the issue was alleged to be due to a lead issue. The lead was surgically capped and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.